Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause and the treatment for the peritonitis were not reported. On the day of onset, the patient visited the hospital in the morning and was diagnosed with peritonitis, however, it was not reported if the patient was admitted. At the time of this report, the peritonitis was not resolved, the patient was not recovered and physioneal therapy was ongoing. No additional information is available.